Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic lobectomy procedure. During the sequence of firings, from the second to the third reload, the manual stapling handle did not fire anymore. In order to resolve the issue and complete the case, changed the stapler. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information, no reinforcement material used. Patient medical history: pulmonary neoplasia.